Manufacturer narrative:
Further information surrounding the injury and event was not available. The manufacturing date has been corrected. H3 other text: device was not accessible for evaluation.

Event description:
It was reported that the railing on the hospital stretcher allegedly broke and collapsed. As a result, the patient allegedly fell from the stretcher onto the floor, sustaining multiple rib fractures, among other injuries. Further information was not provided.

Manufacturer narrative:
The event date has been corrected to 11/27/2022. It was reported that the nurse had just checked on the patient and left to get the patient medication. When the nurse returned, the patient was prone on the floor and the railing on the stretcher was broken. The patient initially complained of ¿soreness to the right side,¿ shoulder x-ray negative. Multiple rib fractures found by x-ray the following day on (B)(6) 2022. Anesthesia pain block given to patient, surgery was not recommended, and the patient agreed with that plan.

Event description:
It was reported that the railing on the hospital stretcher allegedly broke and collapsed. As a result, the patient allegedly fell from the stretcher onto the floor, sustaining multiple rib fractures, among other injuries.

Manufacturer narrative:
The incorrect serial number was originally reported. The correct serial number has been updated in section d4.

Event description:
It was reported that the railing on the hospital stretcher allegedly broke and collapsed. As a result, the patient allegedly fell from the stretcher onto the floor, sustaining multiple rib fractures, among other injuries.

Event description:
It was reported that the railing on the hospital stretcher allegedly broke and collapsed. As a result, the patient allegedly fell from the stretcher onto the floor, sustaining multiple rib fractures, among other injuries. Further information has not been provided.